Event description:
One discordant, falsely elevated rubella igg result was obtained on a patient sample on the immulite 1000 instrument. The initial result was reported to the physician(s). The sample was rerun, and the correct result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant rubella igg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the immulite 1000 instrument and instrument data. The fse discovered that the metering syringe was slightly loose, and replaced it. The fse also adjusted the water dispense volume. Quality controls (qc) were run four times and were within range. Patient samples were run multiple times, and all results repeated except for the rubella igg sample that had initially been positive. The cause of the discordant rubella igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.